Event description:
It was reported that the patient developed an infection around the pocket site and experienced a burning sensation around the ipg. The physician believed it was not device related. The patient had a course of antibiotics, and the infection cleared up. The patient underwent an explant procedure.